Event description:
The fe reported a charger failure which occurred at boot up. This error will cause the system to not operate (no boot). There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system configuration was restored and the filament board was replaced. The system was tested and found to be working as intended and returned to service.